Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms and did not stop beeping. Customer stated that they were unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to electronic board. The insulin pump was received with minor scratches on lcd window.